Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level was 303 mg/dl. The bg level was addressed with a manual injection. Additionally, it was reported that an occlusion alarm occurred earlier in the day. The customer believes the occlusion alarm occurred because the infusion set that was used was not working for the customer. Reportedly, the customer does not have enough fatty tissue for the infusion set cannula. The customer reported a bg level of 230 mg/dl for this event. The customer confirmed that an alternate method of insulin delivery was available. The customer would contact a healthcare provider regarding changing infusion sets.

Manufacturer narrative:
The failure investigation has been completed and the cartridge change error was verified. The occlusion alarm was verified in the pump logs; however, no failure was identified.